Manufacturer narrative:
The ufr was the only source of information; the hospital did not provide further information upon request. A case-specific evaluation is not possible. Under consideration that the most likely interpretation for "stopped working" would be a shut-down of automatic ventilation, the following can be concluded: the device responds with a safety shut-down of automatic ventilation upon various conditions, this includes procedural aspects (repositioning of the patient may have resulted in pressure applied to the chest, this can lead to a fast rise in airway pressure when the device attempts to apply a breathing hub in the meantime), lack of preventive maintenance (the auxiliary vacuum pressure may have dropped below the level required for safe operation due to an occluded inlet filter at the vacuum pump), use error (accidental removal of the control tube for the peep valve also leads to loss of auxiliary vacuum pressure) or component malfunction (e.g. Worn ventilator motor). A differentiation is not possible due to lack of information, there was no s/n transmitted, and the age of the device and its actual disposition is thus unknown. Further conclusions in regard to the exact root cause can't be made. It can be considered that the device responded as designed with an alarm upon a deviation of unknown origin. If automatic ventilation fails, manual ventilation with the built-in breathing bag including gas dosage is still possible. Remark: the has filed the report with 10 months delay and without contacting the local dräger s&s organization close to the occurrence of the underlying event. The description of event does not enable a clear understanding of what has happened. Dräger reached out to the contact person named in the ufr but was unable to obtain further information. Thus, it is concluded that the submission of the ufr was rather driven by the obligation to comply with national reporting requirements than by a real interest in getting evaluation results of the manufacturer.

Event description:
It was reported that the anesthesia machine suddenly posted an alarm during use and that it "stopped working". As per report, patient support was bridged in manual ventilation until a replacement device was introduced. It was stated in the ufr that no patient consequences were resulting from the event. The unique device identifier (UDI) of the affected product could not be determined due to the missing serial number of the device. We will reiterate this with the customer. If this attempt leads to an UDI, we will submit a follow-up report.